Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patients remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and one yellow sending wave was observed. It was also noted that the communicator dongle was not attached and the patient does not know where it is. The patient was referred to contact their clinic regarding the red call doctor icon and also for the dongle. At this time, this device remains in service and there were no adverse patient effects reported. Further information was requested. Additional information indicates the right ventricular (rv) lead recorded intermittent high out of range pacing impedance. There were no other out of range measurements observed. In addition, it was mentioned that the clinic is not concerned with the impedance spike due to being an epicardial lead, and the patient will go in clinic for follow up. The device system remains in service. No adverse patient effects. The patient was seen in clinic and several manipulations were performed, showing no oversensing or spikes in impedance. The device was then programmed to a different vector as a temporary fix. Reportedly, the model/serial number of the involved rv lead appears to not have been initially included into the system and there are no further details on the rv lead used. In addition, there are still on going discussions on the next course of action for this patient, however, the definitive plan is not yet decided.

Event description:
It was reported that this patient remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and one yellow sending wave was observed. It was also noted that the communicator dongle was not attached and the patient does not know where it is. The patient was referred to contact their clinic regarding the red call doctor icon and also for the dongle. At this time, this device remains in service and there were no adverse patient effects reported. Further information was requested. Additional information indicates the right ventricular (rv) lead recorded intermittent high out of range pacing impedance. There were no other out of range measurements observed. In addition, it was mentioned that the clinic is not concerned with the impedance spike due to being an epicardial lead, and the patient will go in clinic for follow up. The device system remains in service. No adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patients remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and one yellow sending wave was observed. It was also noted that the communicator dongle was not attached and the patient does not know where it is. The patient was referred to contact their clinic regarding the red call doctor icon and also for the dongle. At this time, this device remains in service and there were no adverse patient effects reported. Further information was requested. Additional information indicates the right ventricular (rv) lead recorded intermittent high out of range pacing impedance. There were no other out of range measurements observed. In addition, it was mentioned that the clinic is not concerned with the impedance spike due to being an epicardial lead, and the patient will go in clinic for follow up. The device system remains in service. No adverse patient effects.